Event description:
It was reported that post-surgery, it was discovered that the craniotome device was "bent". The event occurred post surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the tip was bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.